Event description:
It was reported that the patient underwent a pelvic floor repair procedure in 2007. The patient had continued pain in the pelvic area throughout the following months and consulted another surgeon in 2008, who diagnosed an erosion into her kidney. The patient lost function in the kidney after a procedure(two days later) during which the second surgeon inserted a "tube" into the patient's back. The following month, the patient underwent another surgery during which a third surgeon removed the eroded mesh and suture and conducted a ureter re-implantation.

Manufacturer narrative:
Loss of function of kidney - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.